Event description:
It was reported that the 4-40 stud was broken. There was no pt consequence.

Manufacturer narrative:
Broken 4-40 stud evaluation summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.